Event description:
The customer reported that the device failed to detect the battery in one of the battery compartments. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A philips fse went to the customer site and verified the failure. There were two loose cable connections. The cables were reseated and the battery pca was also replaced. Due to the field service engineer finding 2 loose connections and also replacing the battery pca we cannot determine the cause of this reported failure. The unit passed all post-servicing testing and remains at the customer site.